Manufacturer narrative:
Additional information received on 1/16/2019, indicated that the patient has not had the explantations as of today, and that the patient not hospitalized and there was no other event like capsular contracture or seroma or infections. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left- mentor smooth round moderate profile 475cc saline breast implant, catalog number 3501680, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implants which the right side deflated after implantation. The patient noticed a decrease in size and possible deflation of the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device was received on 6/25/2019. Device evaluation completed on 7/5/2019: during evaluation of the sample some creases were noted in the anterior and posterior view. Leak testing was performed and revealed a tear within crease in the posterior view, measuring approximately 0.7 cm no other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/8/2019, additional information received indicated that patient scheduled for removal on 5/22/2019. (B)(6). Manufacturer¿s reference number: (B)(4).